Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time"[1]""[2]""[3]"..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. "[1]" beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. "[2]" welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. "[3]" puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.

Event description:
It was reported that the patient had been hospitalized due to a heart attack and hyperglycemia on (B)(6) 2019. The patient's blood glucose levels reached 18 -20 mmol/l (324 - 360 mg/dl) while wearing the pod an unspecified duration. The patient administered multiple correction boluses and changed the pod prior to hospitalisation, however their blood glucose levels did not decrease. Symptoms reported included not feeling well and vomiting blood. The patient underwent an angiogram and was treated by having two stents placed. The patient was discharged a week later (estimate).